Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unmedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 20-dec-2026 against "lot number 6006802 and similar malfunction codes no malfunction based on complaint information, no malfunction code based on complaint information, during the review of device history record (DHR) 1 non-conformance (nc) was found the issue is related to the documentation, the product is not impacted in the use of (B)(4). The review confirmed that lot 6006802 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the quality management system (eqms) on 20-dec-2026 against "lot number 6006802 and similar malfunction code no malfunction based on complaint information, no malfunction code based on complaint information. The number of complaints is 17. The complaint numbers are (B)(4). Conclusion: after review, only (B)(4) were determined relevant to the reported issue. The other fifteen records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6006802 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac m12, on 23 apr 2024, with a total of (B)(4). Assembling of quickset: the lot 4d03099 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 23/apr/2024, with a total of (B)(4). The lot 4d03100 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 23/apr/2024, with a total of (B)(4). The lot 4d03101 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 23/apr/2024, with a total of (B)(4). Gluing tubing: the lot 4d03083 was manufactured according to the work instruction (wi) 4905078 version 41 in the gluing machine 4 & 8 on 21 apr 2024, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record (DHR) review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retaining samples from the relevant lot were requested and tested in accordance with approved procedures: the reference samples for batch 6006802 were previously tested in (B)(4) on 24 mar 2025. Visual test according to the work instruction (wi) version 2 on reference samples, 10 samples out of 10 samples passed the test. Functional flow test 1 according to the work instruction (wi) version 2 on reference samples, 10 samples out of 10 samples passed the test. All test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instructions (wi)-001031 (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2025.